Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred while the pump was charging. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the pump, and the customer continued to use the current pump as backup therapy.